Event description:
It was reported the catheter sheared and is in the patient. Patient having to be transferred to another facility for removal procedure. Trained physician inserter. Said insertion was smooth, wire deployed with no resistance, catheter deployed with no resistance. When going to remove and safety needle, this is when resistance/difficulty was met. Only part of the catheter was removed with the housing. The remaining amount of catheter in the patient. No other information was provided. Additional information 07/24/2024: yes the patient had the catheter piece in them and needed to be transferred to another facility for a procedure to remove it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture is confirmed; however, the exact cause is unknown. One photograph of a powerglide pro was returned for evaluation. An initial visual observation of the photograph showed the catheter of the device was fractured approximately one centimeter from the strain relief. The guidewire was observed to be threaded through the remaining catheter. The needle was observed to be out of the device housing, and the safety mechanism appeared to be over the needle tip. There were use residues observed on the remaining catheter tubing and guidewire. No other details of the damage to the device could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter sheared and is in the patient. Patient having to be transferred to another facility for removal procedure. Trained physician inserter. Said insertion was smooth, wire deployed with no resistance, catheter deployed with no resistance. When going to remove and safety needle, this is when resistance/difficulty was met. Only part of the catheter was removed with the housing. The remaining amount of catheter in the patient. No other information was provided.